Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l316 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l316 shows no trends. Trends were reviewed for complaint categories, tubing leak and alarm #16: collect pressure. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. The customer reported they used a metal hemostat to clamp the collect line tubing that resulted in a cut to the tubing. The root cause of the tubing leak is most likely due to the end user inadvertently causing damage to the tubing by using a metal hemostat to clamp the tubing line. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4) n.s. 25-may-2023.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #16: collect pressure alarm after approximately 1204 ml of whole blood had been processed. The customer stated they paused the ecp treatment and clamped the collect line tubing using a metal hemostat. The customer reported when they removed the hemostat they noticed the hemostat cut through the tubing and began to leak. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer did not return product for investigation.